Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Visual inspection noticed minor scratches on the case and was subsequently removed for a more complete evaluation. The analysis found no available telemetry and faults recorded when the device was received indicating a temporary loss of power. Laboratory testing confirmed the clinical observation of a recorded failure mode. However, the probable cause could not be determined as internal visual inspection noticed the monolithic microwave integrate circuit was damaged with the residual gas analyzer during testing, causing extremely high hybrid current and no hybrid function.

Event description:
It was reported that this implantable cardioverter defibrillator switch into safety mode, a device status that permanently limits available therapy to specific settings. It is stated that this patient did not have his device checked for the last 2 or 3 years due to a financial condition. Beeping tones were noted by the patient and after device checkup, the physician found it in the mentioned state. No radiation or procedures were involved. This device was subsequently explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator switch into safety mode, a device status that permanently limits available therapy to specific settings. It is stated that this patient did not have his device checked for the last 2 or 3 years due to finances. Beeping tones were noted by the patient and after device check up, the physician found the device in the mentioned state. No radiation or procedures. This device was subsequently explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.